Manufacturer narrative:
(B)(4). As a sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. Four days before onset, the patient was hospitalized for an unreported indication. It is unknown if hospitalization was prolonged due to the peritonitis. On an unreported date the patient was treated with reflin injection (500 mg, route and frequency not reported), amikacin injection (125 mg, route and frequency not reported) and heparin injection (1000 iu (international unit), intermittent and route not reported) for peritonitis. Pd therapy was ongoing. The patient was reported to have recovered from the peritonitis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause was not identified. Should additional relevant information become available a supplemental report will be submitted.